Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to elevated threshold measurements. During the lead revision, lead fracture and explant difficulty were noted. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to elevated threshold measurements. During the lead revision, lead fracture and explant difficulty were noted. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.